Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up this morning and her blood glucose was 373 mg/dl. Customer stated that it was a rebound from a low blood glucose reading last night and it took a while for her blood glucose to come up. Customer took 5.1 units and her blood glucose went up to 391 mg/dl. Customer took 3 more units and walked 1/2 mile and her blood glucose was 402 mg/dl. Customer stated that she had no carbs this morning. Customer tested the pump and the insulin was coming out of the end of the tubing. Customer felt thirsty due to the high blood glucose. Customer treated with the pump. Customer stated that the insulin was stored in the refrigerator. Customer performed the high pressure test and the pump alarmed no delivery. Customer was advised to do a complete set change. Customer was advised that the high blood glucose may possibly be due to the bent cannula that was found. It was explained that the pump was working as designed.